Manufacturer narrative:
(B)(4). Date sent: 10/18/2024. D4: batch # unk. B3: event day and month unknown. Captured as (B)(6) 2024. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished ech60l, with lot/batch number c9dg2p, and no non-conformances were identified. Additional information was requested, and the following was obtained: re: questions about staple line - not be able to tell if there are malformed or missing staples. Fired reload looks normal. Surgeon initially tried to control with metal clips but bleeding could not be stopped. In the end she sutured over the bleed. According to surgeon, blood loss was about 20-30ml, no transfusion was required. Post-op care remained the same, patient had small amounts of post-op bloody vomitus but was haemodynamically stable and blood levels were stable.

Event description:
It was reported that the gst60g was used in a sleeve with ech60l. First fire resulted in a staple line bleed, surgeon tried to use clips to mitigate the bleed but it did not hold; suturing the staple line was required in the end. Batch number for gst60g unavailable but second fire with the same batch gst60g worked fine.

Manufacturer narrative:
(B)(4). Date sent: 11/25/2024 corrected data: b3 additional information received: date of adverse event: 11 sep 2024 patient outcome: recovered, no changes to post-op management.